Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient 1= 0.673 vs. Expected result < 0.012 ng/ml and patient 2= 0.385 vs. Expected result =0.030 ng/ml) from two different patient samples processed on the vitros 5600 system. The affected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected results were questioned and the samples were repeated by the customer. Corrected reports were issued. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples run on the vitros 5600 system. There was no evidence to suggest that a reagent related issue or an instrument related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.